Event description:
Patient was diagnosed with aneurysm in posterior communicating artery and underwent balloon-assisted coil embolization on (B)(6) 2013. A 4mmx11mm scepterxc balloon was advanced to the neck of the aneurysm, and a px-slim microcatheter with a synchro guidewire were navigated to the distal ica. The aneurysm was coiled using two pc400 coils; both had difficulty detaching until tension was released in the system. The coils were placed with balloon-assisted remodeling technique. An angiogram showed no thromboembolic complication and patient was returned to the ICU in baseline condition. Later, mild atherosclerotic plaque was seen at the proximal ica. Patient experienced subacute infarcts in the left cerebral hemisphere beginning on (B)(6) 2013, the event was determined to be of moderate severity, it was not a serious adverse events. The event was treated with 5000 units of heparin and prolonged hospitalization. Physicians comment: because of the patient¿s poor vascular health and condition, this interventional procedure could have exacerbated the stenosis to cause the subacute infarcts. He is uncertain of the relationship with the device. The relationship of this event to the disease is ¿definite¿ and the relationship to the procedure is ¿possible¿; however, the relationship with the device is ¿uncertain.¿

Manufacturer narrative:
Conclusion: emboli are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00199. Device implanted in patient.